Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented in the hospital. During the placement of a left ventricular (lv) lead, the guidewire tip separated from the guidewire. The lv lead was not in the desired location, and was removed, and upon inspection the lead lumen could not be flushed. Another guidewire was advanced through the lead, and removed. Flushing of the lead was attempted again. A new lv lead was used to complete the implant. The patient was in stable condition.